Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. The patient underwent removal of midurethral sling and cystoscopy due to erosion, pelvic pain, urinary incontinence, and dyspareunia on (B)(6) 2011. (B)(4) ¿ urinary problems.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced discomfort, bleeding, abdominal pain, pelvic pressure, sharp shooting pain, and irritation.

Event description:
It was reported that following insertion the patient experienced discomfort, bleeding, abdominal pain, pelvic pressure, sharp shooting pain, and irritation.

Manufacturer narrative:
It has been reported that following insertion the patient experienced frequency, urgency and urinary tract infection. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced frequency, urgency and urinary tract infection.

Event description:
It was reported that a patient underwent an obturator sling procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009. The patient continued to experience pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh excision surgery on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
Patient concurrently has a total vaginal hysterectomy with mesh implantation. This is one of two medwatches being submitted. See also medwatch 2210968-2013-01138. The same patient is represented in each medwatch.